Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, increase in threshold and impedance, which resulted in a polarity switch. The lead was capped and replaced. No patient symptoms were reported.